Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During implantation of glenosphere, the impactor tip broke off inside the threaded head. Also, the center screwdriver tip broke off in the center screw. Surgeon proceeded to finish case.